Event description:
It was reported that the procedure was to treat the calcified superficial femoral artery (sfa). The 6x40 mm armada 35 pta catheter ruptured during the first inflation at 8 atm. The 6x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter ruptured during the first inflation at 6 atmospheres (atm). There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis of the armada 18 pta catheter identified that the balloon inner member and tip and markers were separated from the device and not returned. The account was not aware of the separation. There is the potential that some material remained in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture or patient effect. It was reported that the balloon dilatation catheter¿s (bdc) balloon ruptured during inflation analysis of the returned device confirmed the reported material rupture as a radial balloon rupture. Additionally, the inner member and balloon was noted to be separated. This type of damage is consistent with manipulation against resistance. It is possible that handling during the procedure contributed to balloon damage, resulting in the rupture and subsequent separation; however, this cannot be confirmed. The user stated they were unaware of the separation; therefore, it is unknown if material was left in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Returned device analysis of the armada 18 pta catheter identified that the balloon inner member and tip and markers were separated from the device and not returned. The account was not aware of the separation. There is the potential that some material remained in the patient. No additional information was provided.